Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture. Device was explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported rupture on the left side. Event of deformation was reported additionally via MRI. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device was explanted and replaced. This record relates to the left side.